Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the inner coating of the sheath was peeling off. The customer could not confirm if any of the coating detached inside the patient or remained inside the patient's body. No additional information was available at the time of this report.

Manufacturer narrative:
A review of the complaint history, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One piece of gauze was returned in a sealed cup. The gauze had a 3.5cm long thin polymer strip taped to it. The strip is approximately 1mm wide. It appears to have originated from the inner liner of a sheath. The sheath was not returned. The polymer strip is clear with a yellow tinge and does not appear to have been stretched / elongated. The sheath was not returned for examination, therefore origin of liner and cause of failure could not be determined. No other damage to the sheath was reported. It is not clear when in the procedure the strip of lining peeled off. It is not known if additional pieces of liner remained in the patient post-procedure. It was not known if calcification was present in the accessed vessel. A wire guide was being used through the device at the time the event was observed. It is not known whether additional devices were used through the sheath prior to the event. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a percutaneous access of the left groin for a right lower extremity angiogram with balloon angioplasty and atherectomy, the inner coating of the flexor raabe guiding sheath was peeling off. A guide wire was being utilized through the sheath. The customer could not confirm if any of the coating detached inside the patient or remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.